Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was moisture on the connector of the light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9 h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: water leaks from the output connector socket and water floods inside the device, and liquid adheres to the board (possibility of electric shock). In addition, they found: damaged front panel, dust in device, chassis deterioration, and pump unit failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that fluid leaks from the connection part of the plug when the clv-190 air pump is operated. This could be due to moisture accumulating in the air system of the light source, which may have been caused by mishandling during the manual cleaning of the endoscope. As a result, the system may be contaminated. Olympus will continue to monitor field performance for this device.